Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient presented with an allergic reaction. The topical adhesive was removed. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05937. The same patient is represented in each medwatch.